Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) and bard phasix st on (B)(6) 2013 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.note: due to the unavailability of phasix st mesh during the year 2013, the date of implant for bard mesh (bard flat mesh) was considered to be (B)(6) 2013 and phasix st mesh to be(B)(6) 2019.addendum per additional information provided:(B)(6) 2013 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿the hernia sac was identified and dissected free. The sac was opened and adhesions were lysed. The small bowel was reduced. A bard flat mesh (device 1) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with adhesions and pain thereby underwent robotic assisted repair with lysis of adhesions. Per op notes, ¿adhesions in the periumbilical area and adhesions of the old mesh (device 1) were lysed. Cholecystectomy was performed.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia and abdominal pain thereby underwent open repair with excision of bard flat mesh (device 1) and implant of phasix st (device 2). Per op notes, ¿the previously placed mesh (device 1) was noted, and it was curled up. The hernia was identified and the contents were reduced. The omental and small bowel adhesions were lysed. Previously placed mesh (device 1) was excised and removed. A phasix st (device 2) was placed and sutured.¿(B)(6) 2019 - patient was diagnosed with large infected seroma cavity thereby underwent open repair. Per op notes, ¿previous midline incision was opened. Seroma capsule was entered and purulent fluid was excised. The seroma cavity was amputated, and wound was closed with sutures and dressed.¿ (B)(6) 2019 - patient was diagnosed with infected abdominal wall hematoma and abdominal pain thereby underwent open repair. Per op notes, ¿incision was made in the previous scar. Hematoma and some purulent fluids were encountered and removed. Wound vac was placed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be the best estimate.updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10this supplemental emdr represents the phasix st (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix st mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) and bard phasix st on (B)(6) 2013 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note: due to the unavailability of phasix st mesh during the year 2013, the date of implant for bard mesh (bard flat mesh) was considered to be (B)(6) 2013 and phasix st mesh to be (B)(6) 2019.